Event description:
It was reported that during preparation for an unspecified treatment procedure, a loose stent was noted. A 8.0x30x75cm express ld stent delivery system was selected for use when it was noticed that the stent was loose on stent delivery system. The device was replaced and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).